Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they treated for high blood glucose level but didn't work and received no alerts or errors. The customer's blood glucose was 440 mg/dl at the time of incident. Troubleshooting occurred and was not able to resolve the issue. The customer's blood glucose was 400mg/dl at the time of call. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.